Event description:
Vela vent went inop while on pt. Ventilator alarms sounded. Pt manually ventilated with bmv and ventilator replaced with different machine. Comment: biomed called in manufacture services rep to check vent. Service rep tested vent found turbine speed encoder failure. Part was ordered service came back in and replaced defective turbine, verified calibration and performance verification unit functioning properly returned to service.